Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a medication in the 6th position of an half height cubie (a6) had been randomly assigned to a252. When the cubie was accessed, cubie a3 opened instead likely because 252 rounded to 3 and a different medication was stored in a3, resulting in two medications opening the same cubie. The customer unloaded the a252 pocket and reloaded the medication in an alternate location and additionally stated that it had occurred twice. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had bogus pockets and drawer 2.1 cubie pocket a1 unable to be detected on cubie tray. The technical support specialist (tss) connected to the station and followed knowledge article, bogus cubie pocket out of range. The bogus pocket was removed from the database. The customer then confirmed that pocket a252 was no longer visible in the storage space. Tss escalated the issue to the field service engineer (fse) to check on the row tray. Fse reseated the first-row tray on drawer 2.1 but did not resolve the cubie issue. It was observed that the pin on cubie position a1 was broken, indicating that the entire row tray needed replacement. After opening the side panel, the tray was found to be partially removed from the circuit board beneath it. The cubie tray a was removed and replaced. The station was then rebooted, and the cubie was successfully detected and customer verified functionality. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.